Event description:
Customer reporting 2 false positive sars results. Customer states the results were confirmed negative by pcr and other brand rapid antigen tests. Further contact with the customer to obtain more information is not possible. Report 1 of 2.

Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Root cause: insufficient information, source: online review.